Event description:
It was reported to the manufacturer by the end user, per the end user, the patient jerked to the left and went side ways in the sling. The black disk went over the hooks of the cradle and the sling came off the hook of the cradle. The patient fell to the floor. The patient was sent to the hospital and sustained a laceration to left occipital, bilateral interstitial prominence per chest x-ray and spinous process c7 fracture and left first rib fracture per CT of spine. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.